Event description:
Additional information received from reporter on 3/23/2021 for report mw5100021; this is a follow-up report on a prior MDR report I filed for this patient. I received a confirmation email about that report on march 16, 2021. Here, I am writing to correct the brand of laparoscopic power morcellator used in a myomectomy operation on patient, (B)(6), at the (B)(6) without use of a containment bag. The laparoscopic power morcellator used uncontained to morcellate patient (B)(6) symptomatic uterine fibroid tumors was manufactured and distributed by the medical device maker lina - not storz. Please amend my prior MDR entry to correct the manufacturer. FDA safety report ID # (B)(4).

Event description:
A storz laparoscopic power morcellator was used to morcellate this woman's symptomatic uterine fibroids without using any containment system. This operation was performed at (B)(6) health system by a senior member of the gynecology department, in direct violation of a FDA black box warning against using these medical devices without a containment system to morcellate uterine tissues. In fact, the storz lpm used in this operation currently has no FDA cleared containment system compatible with it. If this patient's tumors turn out to be malignant - this uncontained morcellation, almost certainly, will have spread the cancer inside her abdominal cavity and upstaged it. Please immediately warn the (B)(6) department of gynecology against use of uncontained lpm devices - as this is a direct violation of an FDA black box label. Please immediately inform the karl storz company that their device is being used without a containment system at the (B)(6) department of gynecology in direct violation of the FDA warning. Primary morcellated tumor histopathology at (B)(6) pending. FDA safety report ID# (B)(4).